Manufacturer narrative:
Analysis of the ins 37612 activarc mvd s/n (B)(4) found that the ins service life started prematurely. The ins was returned for analysis in an overdischarged state. A pmr was performed and the ins successfully recovered and began charging normally. Output was tested and the ins functioned normally. An initial review and a trace report were taken. It was noted on the initial review that the implantation date was (B)(6) 2016.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because this is the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a neurostimulator (ins) which was not implanted. It was reported that the manufacturer representative attempted to interrogate the device and received a telemetry failure, no response from device and reposition screen. It was reported that two different programmers were tried. It was reported that the manufacturer did not know how long it had been charged or how long they had it for. It was noted that the telemetry head was very close to the device. It was also noted that the used by date was (B)(6) 2017. No patient symptoms or involvement was reported.